Event description:
It was reported by the rep that during a laparoscopic cholecystectomy when firing the clip applier inside the abdomen clips will cross and cause a scissor action cutting the bile duct.